Event description:
It was reported to boston scientific that the customer expired during the surgery. According to the customer: "representative stated that the patient was a female with very small arteries in the left anterior descending (lad) and circumflex (cx). The patient was experiencing chest pain in the proximal left main (lm). They went down with an ivus and a guide wire to view the artery. They pulled the ivus out, but the guidewire remained in place, once the ivus was removed, the lad and cx both clotted off. The patient was placed on a balloon pump and taken to surgery were the patient died. Representative stated that through the case no anticoagulant was administered."

Manufacturer narrative:
The device in question was disposed and not returned to the manufacturer for evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available, a supplemental report will follow.